Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump deleted all basal segments on its own and maintained a zero unit basal rate for 4 hours in the night. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: a review of the black box showed a call service clearing basal alarm indicating the user manually cleared the pump basal. If the user pressed ok to clear the alarm the pump will check to be sure the user wants to clear all of the segments of the basal program that are selected. The user can select between ¿clear program¿ or ¿basal options¿. After clearing the alarm the pump alerted with an empty active basal program alarm. The alleged history/settings issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.